Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Controller sparking, smoke, and burning smell. As per invacare tbm, burn mark on control board is visible